Event description:
Pt alleges receiving breast implants in nov. 1987 of an unk MFR. Pt also alleges for the last seven years (i.e.1989) she has been uncertain about what could have been the cause for her aches, depression and tiredness. Pt also states for a long period of time she has been suffering from sporadic depression and then she started with severe pain in her legs, back and other joints, she became "crippled" and her last ailment is extreme fatigue.